Event description:
Intl affiliate reports the saber cage broke into two pieces and caused a dural tear when inserted during a multi level posterior lumbar fusion. It was reported that insertion was performed with a mallet using moderate impaction force. Upon breakage, the inserter and the broken portions of the case pushed into the thecal sac and a dural tear was observed. No info was provided concerning treatment of the torn dura. The broken pieces of the cage were removed and the procedure was completed with another saber cage.

Manufacturer narrative:
No conclusions can be made at this time, however, the most likely cause of the event is excessive force placed on the cage during insertion. A follow up medwatch report will be filed if the eval of the returned cage reveals something other than that which is stated above.